Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The device had cracked case at the display window corners, cracked reservoir tube, cracked lcd window and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. It was stated that motor continued to run after letting go of the act button and insulin squirted out of the tubing during prime. Blood glucose value was 89 mg/dl. He confirmed that the insulin pump was not bumped. The customer also reported that the insulin pump had a small crack on the lcd screen probably due to bumping. The insulin pump was replaced and returned for analysis.